Manufacturer narrative:
Product event summary: analysis confirmed the reported system error and printer issue; system and printer errors found in the programmer parsing sheet. Analysis also confirmed the reported stylus issue; the stylus tip was wobbly. Analysis could not confirm the bsod error. Analysis also found the left keyboard hinge was broken.

Event description:
It was reported there were issues with the stylus pen and the printer. It was also reported there was a system error. The programmer was returned for repair. There was no patient involvement.